Event description:
During the left sided atypical atrial flutter procedure, a cardiac perforation occurred which resulted in a pericardiocentesis being performed. While the physician was ablating a roof line, hypotension occurred and a pericardial effusion was confirmed with ice. Treatment was performed for the effusion which consisted of puncturing the pericardial, removing blood, and reinjecting it into the atrial access. 2500ie pbsp, 28000ie protamin, and 2g tranexamic acid were administered over the course of the puncture and 2 vials calcium carbonate. The effusion was stopped. The patient was stable. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a cardiac perforation could not be conclusively determined.